Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. Device has not been received.

Event description:
The customer reported that the rns (remote network system or remote monitoring system) is not showing video output, that the rns does not show a "no video input" error. The biomedical engineer tried hooking up a secondary monitor to video output and could not get a signal. The biomedical engineer also reports no light indicators on the display are on. Additionally when restarting, the device lights on the keyboard flash but the display stays blank (black) the entire time.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the rns (remote network system or remote monitoring system) is not showing video output, that the rns does not show a "no video input" error. The biomedical engineer tried hooking up a secondary monitor to video output and could not get a signal. The biomedical engineer also reports no light indicators on the display are on. Additionally when restarting, the device lights on the keyboard flash but the display stays blank (black) the entire time. The unit was evaluated and the reported problem was duplicated. The customer identified the cause of the malfunction. A replacement module or component was sent to the customer. Based on the information provided at the time of the event assessment, there is no indication that was a patient injury or a reportable event as a result of this issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.